Event description:
Caller reported observing air bubbles and gaps in the tandem mobi cartridge during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued to use the pump for insulin therapy.